Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that impella cp had suction alarms while supporting a patient. The impella p-level was reduced. Additionally, the patient developed gastrointestinal bleed. The patient received two units of blood. Suction alarms resolved since receiving blood. Heparin was also stopped. The patient was brought in the operating room for planned escalation to impella 5.5.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product received for investigation. Major bleed: the cause of the bleed was not determined due to insufficient clinical details. Pump suction: data log review confirms suction alarms triggering in the case. Placement signal is seen slightly trending down from case start, briefly dropping to 50 mmhg. It was reported that suction resolved after volume was given, and placement signal (ps) is seen starting to go back up after the reported date. The cause of the suction was most likely related to the patients condition, as ps is seen trending down, and clinical reported suction resolved after blood volume was given. Device history review: the device passed all the post sterile inspection checks.